Event description:
Sales rep reported that the pt complained of epigastric pain. A dye study revealed a leak at the catheter/pump connection area. Rep indicated that the explant is to take place next week. Add'l info explained that the pump will be explanted on another date. It was also mentioned that the health care professional believes that the pump is flipping. Pt is obese.

Manufacturer narrative:
Codman has made attempts to retrieve the device for eval. It is unk if the device has been explanted. If and when the device is returned, an eval will be performed. If the device is not available, it will not be possible for codman to conduct a proper investigation. Codman will however review the device history records since a lot number has been provided. We anticipate that the records will confirm that the device conformed to specs prior to being released to stock. If anything otherwise is noted a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.